Event description:
Gastroscope was being used in a procedure and a picture couldn't be used due to it "flipping". A stryker rep was called to assist. An attempt was made to replace the data cord, but there was no change. The tower was replaced, but there was no change. Brought in a monitor tower to sync picture, but there was no change. A different scope was exchanged and that solved the problem. The defective scope was removed from service by the stryker rep.

Event description:
Gastroscope was being used in a procedure and a picture couldn't be used due to it "flipping". A stryker rep was called to assist. An attempt was made to replace the data cord, but there was no change. The tower was replaced, but there was no change. Brought in a monitor tower to sync picture, but there was no change. A different scope was exchanged and that solved the problem. The defective scope was removed from service by the stryker rep.